Event description:
A customer stated that he received a high blood glucose reading of 500 mg/dl using his breeze2 meter and took too much insulin as a result of the reading. He took 14 units after testing his glucose and 10 more units 2 hours later. Later in the day, he alleged that he took another 15-30 units. After taking the last dose of insulin, the customer alleged that he was walking into walls and felt nauseous. The customer did not retest his blood glucose when he was not feeling well. He also did not require any treatment to raise his blood glucose. The customer realized prior to calling that his test strips expired in april 2011. No product will be returned for evaluation.